Event description:
The customer called stating that there are missing segments in the middle number on the meter display. During the troubleshooting process, it was determined that segments were missing in the tens position. A request was made to return the unit for evalaution. In the meantime, a replacement unit has been provided.